Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_prog, serial# (B)(4), product type: programmer. Physician product ID: 8870, serial# (B)(4), product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml lioresal at 251 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that after pump replacement on (B)(6) 2017, the patient started having symptoms of withdrawal. Images were taken and it was stated that they wanted to rule out any possible system issues. It was noted they did change the drug from 1000 mcg/ml gablofen at 251 mcg/day, cleared the catheter of all old drug, and confirmed the patency of the catheter during the procedure. No further issues were reported or anticipated. Additional information was received from a manufacturer representative (rep). The initial reporter was noted to be a healthcare professional (hcp). The patient had increased spasticity and twitching. There was no device issue. It was discovered by the hcp that there had been a medication error on the refill done about 3 months before the replacement. At a refill previous to the replacement, the insurance company denied the refill drug. They used the 1000 mcg concentration they had available. At the next refill, the provider filled the pump with 2000 mcg/ml according to his order, but never changed the concentration in the programmer or pump. In essence the pump was running at 500 mcg/day for a period of time. The patient had no adverse effects until the replacement when they used the 2000 mcg/ml kit and set the pump to 251 mcg/day. This resulted in her getting half of what she had been inadvertently dosed for several months. The issue was resolved as the hcp reviewed all his records and discovered the error. A 100 mcg bolus was administered via the pump and the pump was reset to 400 mcg/day. The next day the patient was discharged from the hospital.